Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd plastipak¿ veterinary syringes with needle leaked medication past their plungers during use. The following information was provided by the initial reporter, translated from (B)(6): "customer has purchased the syringe, puts the medication and at the moment of applying it identifies the leakage. The leakage occurs in the body of syringe, through the plunger. The material is used to apply medications and blood collection, but the leakage was identified only at the moment of applying the medication of rabies vaccines, antibiotics and anesthetics." "There was no harm to professional or patient health; there was no medical or surgical intervention; there was no exposure to blood or medication to skin, even regardless the use of ppe; there was no needle stick; there was no death."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval: yes. Returned to manufacturer on: 2022-01-24. Investigation summary: samples and photos received for investigation. Upon visual inspection, it is possible to observe a small deformation in the barrel which caused the leakage past stopper. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with entanglement during the assembly process of the product.

Event description:
It was reported that 6 bd plastipak¿ veterinary syringes with needle leaked medication past their plungers during use. The following information was provided by the initial reporter, translated from (B)(6): "customer has purchased the syringe, puts the medication and at the moment of applying it identifies the leakage. The leakage occurs in the body of syringe, through the plunger. The material is used to apply medications and blood collection, but the leakage was identified only at the moment of applying the medication of rabies vaccines, antibiotics and anesthetics." "There was no harm to professional or patient health; there was no medical or surgical intervention; there was no exposure to blood or medication to skin, even regardless the use of ppe; there was no needle stick; there was no death."